Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient has been having equipment problems for the past year and the clinic have been monitoring him, troubleshooting his equipment off and on. Recently the clinicians began to wonder if the internal device was functioning properly. At the integrity testing, the patient reported that he notices decreases in loudness when he moves his jaw. This has been reportedly happening for past year off and on. He stated that he is still getting along well with his device in general, but just gets frustrated from time to time when the fluctuations in loudness cause him to have to ask people to repeat things. Testing was carried out which showed that there are fluctuations in the gp impedance when the patient chews or moves his jaw, with the impedance ranging from 1.79 to 3.03 kohms. Fluctuations in voltage in single electrode measures were noted as well.